Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were conducted, and the reported issue was reproduced. Inspection revealed a damaged battery compartment and a missing battery door. During functional testing, the device displayed error 41541, problem with the latch/lock optic flex sensor. This was determined to be a reportable issue. The latch/lock optic flex sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was returned because the battery cover support was found to be loose. During physical inspection, latch/lock optic flex sensor was identified. There was a patient involvement, no patient injury was reported.